Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot is under review in a corrective and preventive action due to false positives and issues identified in production. Root cause: unable to determine. Source: email.

Event description:
Customer reported alleged false positive sars result. No confirmatory testing completed.